Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. No strange noises were noted during testing. Unable to perform the functional testing or verify the operating currents, off no power, low battery or keypad/button unresponsiveness due to the blank display. No moisture damage on the keypad traces or flattened button dome switches noted. The pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call keypad anomaly, blank display, low battery alarm and low blood glucose levels. Customer's blood glucose level was less than 50 mg/dl. Customer advised they exercised which resulted in low blood glucose and they treated themselves with food. Troubleshooting for low battery was performed. Customer advised they had a blank screen and the battery would drain on the device quickly. Customer was advised to replace the insulin pump with a brand new battery. Customer advised the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.